Manufacturer narrative:
An event regarding a crack/ fracture involving an abgii stem was reported. The event was confirmed. A material analysis has been performed. The report concluded: "the fracture origin was located at or near the laser marking on the side of the device. The fatigue striations were present throughout the fracture surface indicating fracture occurred through fatigue. Eds analysis showed the composition of the base material included ti-mo-zr-fe, which was consistent with the composition of the (B)(4) alloy." Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar carried out on the returned device concluded " the fracture origin was located at or near the laser marking on the side of the device. The fatigue striations were present throughout the fracture surface indicating fracture occurred through fatigue. Eds analysis showed the composition of the base material included ti-mo-zr-fe, which was consistent with the composition of the (B)(4) alloy. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon at the clinic, reported: fracture of the femoral stem while patient was standing up in his kitchen. Change of the femoral stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon at the clinic, reported: fracture of the femoral stem while patient was standing up in his kitchen. Change of the femoral stem.